Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving stimulation and is experiencing difficulty establishing communication between her ipg and charger. It was also reported the pt's programmer reflected a communication error. In addition, the pt has lost a significant amount of weight. The pt was sent a new charger, which did not resolve the issue. Follow-up info revealed the sjm rep met with the pt and confirmed the issue. X-rays are to be taken as the next course of action.